Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Two days before that inaccuracy occurred, then patient experienced a different inaccuracy of cgm reading of 12.0 mmol/l and a blood glucose reading of 18-19.0 mmol/l. No treatment was documented from that period. On the day of the event, the patient the patient felt wobbly, and again, no treatment was reported. The cgm reading was around 7.0 mmol/l, and the blood glucose reading was higher than 30.0 mmol/l, and the patient was driven to the hospital by his wife. When the patient arrived a fingerstick was done and the cgm reading was 10.0 mmol/l, and the blood glucose reading was 31.0 mmol/l. When ketones were tested the results was 6.0 mmol/l. The patient was admitted into the intensive care unit (ICU) with ketoacidosis and received treatment with intravenous insulin. Two days after the admission, when the event was reported, the patient was still in the hospital but was stable. The plan was for the patient to be discharged the next day. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.